Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: chile. Suture used in pavilion presents alcohol filtration. Envelopes almost contain no liquid; sutures are rejected. When opening the envelopes, stiff sutures are presented.

Manufacturer narrative:
Samples received: samples are not received for the investigation. Preliminary analysis: stock review: checking the stock it was verified that to date we do not have available units of this product code and lot in reference. Quantity produced / imported: from this product code and batch number, (B)(4) units were produced in total. Background: proceed to review the database of claims and confirm that there is an incident report, related to this product code, batch number and cause. Batch record / batch record: a review of the documentation corresponding to the manufacturing of the batch was made, in which the control in process and control of the finished product were verified. No deviations or alterations are identified during the process. Analysis of the sample (s): samples are not received nor the images requested from the client; it may be that the defect reported has been caused by a fault during the manufacturing process, although it is not possible to identify the site where the leak occurs. This defect has already been identified and corrective actions have been taken and to date no more reports have been submitted for this reason, which shows that the actions comply with the effectiveness. Conclusions: the claim is determined as "confirmed", since there is a history of another report of the same reference, lot and cause. Actions: no action is required, the leak is a defect identified and addressed in CAPA (B)(4).